Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) canada on behalf of the lay-user/patient alleging that the onetouch fasttake meter gave inaccurate high reading. On february 16, 2009, this medical affairs specialist was able to obtain answers to the follow-up questions. The patient tests his blood glucose about 4 times per day and controls his diabetes with nph insulin based on a sliding scale per the lfs meter readings. The patient also takes a set amount of long acting insulin, lantus. The reporter indicated that the patient was not used lifescan's product for at least 2 years because of an alleged hypoglycemic episode, which involved the lifescan product. Approximately two years ago at 2:30pm, the patient obtained a blood glucose reading of "17 mmol/l" on the onetouch fasttake meter and adjusted his insulin according to his sliding scale regimen. While the patient was driving home from work, he felt disoriented. Normally, the patient tests his blood glucose when he is low and believes he tested at the time of concern, but is unsure and cannot recall the result. While the patient was driving home on the day of concern, he felt his blood glucose go low and indicated that he lost awareness of his surroundings. Reportedly, the patient did not faint or fall into a coma. The police pulled the patient over, as they perceived the patient to be an inebriated driver. When the police realized that the patient might have been suffering from hypoglycemia, the patient was given food/beverages. The paramedics were called. Upon arrival at around 3pm, the patient thinks that his blood glucose was above "4 mmol/l" and "was coming up." The paramedics did not treat the patient in route to the hospital. The patient was not admitted into the hospital. The patient thinks he was given slightly more food/drink after he was diagnosed with insulin reaction/hypoglycemia. The patient was discharged from the hospital after he was tested at "7 mmol/l" on a lab device. The patient indicated that the duration of his hospital stay was "not that long." Prior to the hypoglycemic episode two years ago, the patient reportedly ate as usual. He had his usual afternoon snack along with the insulin he took at around 2:30pm. The patient felt as if his insulin sliding scale was correctly calibrated at the time of concern. His sliding scale insulin regimen was not changed immediately before or after the hypoglycemic episode. The patient average blood glucose reading at around 2:30pm is usually "5-6 mmol/l." The patient believes that the subject meter should have read at "7 mmol/l" at the time of concern. The patient indicated that the subject meter was reportedly reading 10 points higher than usual. The patient did not participated in any strenuous exercise prior to the alleged hypoglycemic episode. The patient did not participated in any strenuous exercise prior to the alleged hypoglycemic episode. The patient felt that the alleged hypoglycemic episode could have been prevented had he obtained the correct reading on the day of concern. This complaint is being reported because the reporter claimed that the patient took insulin based on an alleged inaccurate high reading and was treated for hypoglycemia at the hospital. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.